Event description:
The customer reported an equipment malfunction message.

Manufacturer narrative:
(B)(4). The customer reported an equipment malfunction message. The device was evaluated at philips. The symptom was clarified as a shock equipment malfunction message. The system hung/locked up during the operational check, resulting in the customers reported symptom. The issue was localized to corrupt software.